Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information: this ancillary had already been reported as being distorted concerning the distal locking hole, but in the case of a long nail this data was not taken into account. The ancillary was check at the beginning of the procedure by the nurse with the nail assembly correctly (checked by the surgeon too). During the procedure, no manipulation prohibited in the instructions was made. The mass was only used with the appropriate extension. The corticotomy bit was used before the auger. There was a reaming, etc. The recommended surgical technique was followed. Once the procedure was completed, the ancillary was isolated to be cleaned and sent for repair.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the received pfna nail has a very strong notch at the outside next to the blade hole. The notch has a strong burr. The anodized layer is worn away at the damage, which indicates that it was caused post-manufacturing. The complained malfunction that pfna blade did not pass through the pfna nail and was found to be next the nail could be confirmed from provided x-rays. This misalignment is also confirmed by the very strong notch next to the blade hole, the notch indicates that already the reamer did not hit the blade hole but outside of the nail. During the performed investigation no manufacturing related issue could be detected, the nail was manufactured according to the specification. Based on the provided information the exact cause of this misalignment between the nail and the blade cannot be defined. As the review of the surgical technique has shown are the different potential reasons listed, e.g. Loose connection of the aiming instruments or an not fully attached sleeve assembly. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 472.320s, lot: 9897467, manufacturing site: bettlach, release to warehouse date: 14.apr.2016, expiry date: 01.apr.2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event date is unknown in the year 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant device reported: unk -screw (part# unknown; lot# unknown; quantity: unknown). This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 472.320s, lot: 9897467, manufacturing site: bettlach, release to warehouse date: april 14, 2016, expiry date: april 01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received pfna nail has a very strong notch at the outside next to the blade hole. The notch has a strong burr. The anodized layer is worn away at the damage, which indicates that it was caused post-manufacturing. Functional test: the instruments used during the procedure were not returned, therefore, no functional test can be performed. The relevant features of the nail were checked during the performed manufacturing investigation and no deviation from the specification could be detected. This includes a check the position of the citrus shaped blade hole with a function gauge. The complaint description also states the the nail was checked before the procedure. Dimensional inspection: the device was forwarded to the manufacturing site and a re-inspection of all relevant features was made. It was confirmed that the nail is according to the specification. Drawing/specification review: the pfna with augmentation option surgical technique was reviewed. Following for this complaint, potentially relevant sections can be mentioned: page 24: precaution: ensure that the connection between pfna and insertion handle is tight (retighten, if necessary) to avoid deviations when inserting the pfna blade through the aiming arm. Do not attach the aiming arm yet. Page 25: precaution: always ensure that the pfna is firmly attached to the insertion handle. Page 28: precaution: ensure that the sleeve assembly clicks into the aiming arm, otherwise it will not guarantee the exact position of the pfna blade. Page 31: note: the sleeve assembly must be in contact with the bone during the entire blade implantation. Do not tighten the buttress nut too firmly as this could impair the precision of the insertion handle and sleeve assembly. Page 35: verify the position of the guide wire in ap and lateral view before measuring the pfna blade length. Investigation conclusion: the complained malfunction that pfna blade did not pass through the pfna nail and was found to be next the nail could be confirmed from provided x-rays. This misalignment is also confirmed by the very strong notch next to the blade hole, the notch indicates that already the reamer did not hit the blade hole but outside of the nail. During the performed investigation, no manufacturing related issue could be detected; the nail was manufactured according to the specification. Based on the provided information the exact cause of this misalignment between the nail and the blade cannot be defined. As the review of the surgical technique has shown are the different potential reasons listed, e.g. Loose connection of the aiming instruments or an not fully attached sleeve assembly. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure on (B)(6) 2020, the reamer broke. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was initially implanted on (B)(6) 2020 with proximal femoral nail antirotation (pfna) system. The pfna ancillary was distorted. It was difficult to perform the procedure. X-rays taken on an unknown date showed that the cervical-cephalic blade was next to the nail. The nail was checked before the implantation. The patient was revised on (B)(6) 2020 with a new osteosynthesis. Patient was hospitalized in a care unit. No further information provided. Concomitant devices reported: pfna blade (part #: unknown, lot #: unknown, quantity 1); screw (part #: unknown, lot #: unknown, quantity unknown). This report is for one (1) pfna ø10 long le 125° l340 tan. This is report 1 of 2 for (B)(4).